Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported postoperative day one following an intraocular lens (iol) implant procedure using a preloaded delivery system, the lens was not 'at the center'. There is no report of effect on the patient's visual acuity and posterior capsule rupture was not confirmed. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned. The lens remains implanted. A video was provided. The video of the surgery shows the cataract removal. The device preparation and initial advancement are not shown. The device is brought into view with the lens advanced to the fill line. The plunger is oriented correctly and located at the trailing optic edge. The leading haptic is folded with the distal end tucked in the optic fold. The haptic appears to be broken at the gusset area. The trailing haptic is folded acceptably with the distal portion inside the optic fold. The device is removed from view. The tip of the nozzle is inserted in the incision. The lens is advanced. The leading haptic appears to be broken at the gusset area (still attached) when it is delivered into the eye. The lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The device was not returned and the intraocular lens (iol) remains implanted. Based on review of the provided video the leading haptic appears to be broken at the gusset area (still attached) when it is delivered into the eye. The device preparation and initial advancement of the lens was not shown. It cannot be determine how the haptic damage occurred. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Information was provide that the patient's vision has improved and no further action is planned at this time the manufacturer internal reference number is: (B)(4).